Manufacturer narrative:
This supplemental correction report was created to capture updates on d4: model number and d4: serial number.

Event description:
It was reported that one of patients lead had an anomaly. Patient advocate stated that it was not just the patient had an anomaly but "everyone" who had the "device". Patient advocate reached out to health care professional (hcp) and patient had the lead recalibrated to fix the anomaly. This lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead numbers on latitude showed completely normal.

Event description:
It was reported that one of patients lead had an anomaly. Patient advocate stated that it was not just the patient had an anomaly but "everyone" who had the "device". Patient advocate reached out to health care professional (hcp) and patient had the lead recalibrated to fix the anomaly. This lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead numbers on latitude showed completely normal.

Event description:
It was reported that one of patients lead had an anomaly. Patient advocate stated that it was not just the patient had an anomaly but "everyone" who had the "device". Patient advocate reached out to health care professional (hcp) and patient had the lead recalibrated to fix the anomaly. This lead remains in service. No adverse patient effects were reported.